Event description:
The customer reported a six ounce diluent/blood leak under the coulter lh 750 hematology analyzer. The fluid was not contained within the instrument and leaked onto the counter. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site to address this event. The field service engineer (fse) found a small pinhole in the sample line from the flow cell to the differential mix chamber. The fse replaced the sample line and verified the instrument operation. Upon completion of the necessary repairs, the instrument was returned back into operation. The cause of the event was a sample line tubing pinhole. No discrepant results were generated for this event however this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4)..